Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient had issues after implant in 2007 with where the battery was inserted and also that the setting was too strong and they were unable to turn it down to where is needed to be. The patient noted that at the time, a local rep came to there home to address the issue. No further complications were reported.